Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would intermittently not power up. Once powered on, the device displayed a "runtime calibration failure - 1051" error message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer's report of "no power up" was not replicated or confirmed. The device was put through extensive testing without duplicating the report. Review of the logs was unable to confirm the report. The customer's report of "runtime calibration failure 1051" was observed and attributed to kinked internal tubing. An interconnection cable was found pressing against the clear tubing from the manifold causing the tubing to kink which resulted in an alarm error 1051. The internal connection cable was reseated and the kinked hosing replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.